Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the physician discovered that there was an abnormality with one of the radiopaque markers of the endurant ii stent graft within the delivery system. The endurant ii stent graft had a little fold within the delivery system. The physician elected not to use the device and completed the procedure with another endurant stent graft. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the reported abnormality with one of the radiopaque markers and a fold in the stent graft within the delivery system could not be confirmed from the two still angio images provided. The radiopaque markers on the proximal stent graft could not be clearly visualized due to the poor image quality. No obvious issues were observed with the radiopaque marker in the flow divider and the radiopaque marker in the contra limb of the bifurcate. The contra gate ring appears to be irregular in shape, which may be expected as the stent graft was loaded within the ~ 6 mm diameter delivery system catheter. Additional images of the delivery system were not provided.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation results are: the reported event of abnormal radiopaque markers could not be confirmed. When the stent graft was deployed, all six radiopaque markers were correctly positioned with no abnormalities observed. The reported fold in the delivery system is as expected when the stent graft is loaded into a 6mm in diameter catheter. No issues were observed to the delivery system or to the stent graft once it had been deployed.